Event description:
Product analysis (pa) was completed on the returned suspect lead. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator associated with the case. A review of the data from the generator showed high impedance was seen earlier than previously reported. No other anomalies were observed in the product analysis of the generator.

Event description:
It was reported that high impedance was seen prior to battery replacement. As a result the patient underwent a full revision. Later the lead was received into product analysis for testing. Product analysis has not been completed to date. No other relevant information has been received to date.